Manufacturer narrative:
A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that the flush port broke off from the catheter handle and a leak resulted. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The procedure was started and therapy had been completely delivered using the catheter; however, seconds before withdrawing the catheter, it was noticed that an excess amount of saline was present on the sterile field and floor of the procedure room, and that the catheter was no longer attached to the flush line. The catheter was removed from the patient, and it was found that the flush port had broken off from the catheter handle. No action was taken as the procedure had been completed by the time the issue was noticed. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Upon device return and inspection, the strain relief/luer was found to be separated and the flush port is not returned. A guidewire was inserted through the catheter. The catheter was deployed to the basket and successfully flowed. Subsequently, the flushing test was not possible because the strain relief/luer was separated. The catheter was observed in the microscopy to better observe the adhesive between the parts. With the help of a uv light, the separation of the strain relief/luer could be seen.

Event description:
It was reported that the flush port broke off from the catheter handle and a leak resulted. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The procedure was started and therapy had been completely delivered using the catheter; however, seconds before withdrawing the catheter, it was noticed that an excess amount of saline was present on the sterile field and floor of the procedure room, and that the catheter was no longer attached to the flush line. The catheter was removed from the patient, and it was found that the flush port had broken off from the catheter handle. No action was taken as the procedure had been completed by the time the issue was noticed. No patient complications were reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.